Manufacturer narrative:
Investigation summary: 5 actual samples in sealed package were received for evaluation. A bd quality engineer inspected the returned units and identified a ring of silicone inside the syringes when the plungers were pulled back. All five samples were subjected to the silicone content test and passed. The silicone content was determined to be within specification. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants corrective action, resources will be assigned at that time.

Event description:
It was reported that prior to use foreign matter was discovered when plunger was pulled back with a bd syringe 3ml ll w/ndl eclipse¿ 25x5/8 rb. The following information was provided by the initial reporter: (1 of 2) it was reported that when the plunger is pulled back you can see a ring of condensation where the plunger was at.

Manufacturer narrative:
PMA / 510(k)#: k980987(syringe); k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered when plunger was pulled back with a bd syringe 3ml ll w/ndl eclipse¿ 25x5/8 rb. The following information was provided by the initial reporter: (1 of 2). It was reported that when the plunger is pulled back you can see a ring of condensation where the plunger was at.